Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed the day before. According to the complainant, during the procedure, the prolieve console appeared to exhibit rectal temperature errors. In addition, the unit displayed "low-water level" and "high-water level" warnings. It was also noted the console's psi "jumped on it's own" into 20 during initial set-up. The physician successfully completed the procedure with this prolieve thermodilatation system. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device was investigated by the manufacturer. During initial testing, the complaint of temperature fluctuations was confirmed. A broken wire was found on a defective physitemp module. The module was replaced and passed all necessary tests and upgrades.